Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an implant procedure. Upon positioning, the right ventricular lead was unable to be fixated. The physician exchanged the lead during procedure on (B)(6) 2020. The patient was in stable condition.